Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation, where a thorough investigation was conducted. The breast implant was received without thermoform and packaging. Visual analysis of the returned device determined that the breast implant was found to be ruptured. The reported event of the customer appears to be the rupture observed. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 600cc mentor memorygel breast implant being used in a breast augmentation procedure was found to be defective (unspecific) prior to the operation. There were no reported patient consequences or procedural delays. The device was received with no clarifying information attached. On (B)(6) 2026, the product investigation determined that the breast prosthesis had parallel striations in an area of the tear on the anterior aspect, measuring approximately 0.2 cm. This will be conservatively reported to FDA.